Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery (cia). A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient¿s body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the hub, inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a circumferential tear in the middle of the balloon wall that turned into a 2cm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Based on the reported information, there is no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery (cia). A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient¿s body and the procedure was completed with a different device. No patient complications were reported.